Event description:
It was reported that the patient was admitted to the emergency department with lightheadedness and near syncope. There were high short interval counts (sic) and oversensing noted on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, oversensing due to emi (electromagneticinterference)/noise, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Two non-sustained tachycardia episodes of less than 220 ms cycle length are recorded on (B)(6) 2014. Sensing-sics-since last session, 795 ventricular-sic occur since (B)(6) 2014, with a lifetime out of 1058. Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2014. (B)(4).